Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to  the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were hospitalized on (B)(6) 2017 for high blood glucose of 800 mg/dl. The infusion set tubing got clamped on the hinge of the belt clip and caused the customer's blood glucose to go high. Then she had to the emergency room. The customer was unsure she was wearing the insulin pump at the time of the hospitalization. Customer declined troubleshooting for insulin pump.